Event description:
Affiliate reported that during an intraoperative procedure the surgeon could not infuse solution into the catheter. As a result the device was revised causing a delay. Upon removal it was found that the catheter had not been perforated during the manufacturing process.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was punched with the holes on the wrong side of the device. During a further investigation of the history device records for the past three years it was also noted that no other occurrences were found. This appears to be an isolated event. The exact cause for the problem reported could not be determined; however it is believed that this may have been a human error during the manufacturing process. Steps have been taken to ensure this will not occur again during the manufacturing process. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.